Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 implantable pulse generator (B)(6) 2007; 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was trending upward in impedance. A polarity switch occurred due to high impedance. The lead remains in use with continued physician monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.